Event description:
The device was returned to the manufacturer for analysis after an unknown implant duration. The device was explanted due to "battery depletion." The pump contained baclofen. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis reveals no anomaly found-normal device function.